Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: applicable information can be found in the 'warnings', 'precautions', and 'potential adverse events' DHR review was completed for the subject lot number (2018020580). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2018020580) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient experienced peri-implantitis. Tooth location 15.